Event description:
It was reported the patient had the device replaced for unknown reasons. No symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Final device analysis revealed no anomaly found - normal device function. Results: pump connector. Final pump connector analysis revealed a pump connector anomaly, 2.7 cm of the proximal piece and the straight pump connector were returned. The pump connector had a broken suture ring that was seen without magnification. A pressure test at 30 psi resulted in failure due to leaking at the juncture of the pump connector white material and the metal pin.